Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump turned off due to the customer not charging the pump. Customer plugged the pump into a power source using a non-tandem car adapter and cable, and the pump began "smoking and sparking". Customer's blood glucose level was 345 mg/dl. Reportedly, the customer had manual injections for continued insulin therapy.